Event description:
Reporter alleged discrepant blood glucose values on the aviva system, when all back to back tests of 165, 308, 184, 151, & 265 mg/dl were performed within 10 minutes. The exact location of the testing was not provided. As a result, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.